Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed 1 month post-implantation because of an infection. It was noted that the entire device was removed and replaced. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v638132, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. (B)(4).